Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that prior to an ovarian resection procedure, the device was broken at the connect part of the shaft. Another device was used to complete the case. There were no adverse consequences to the pt.